Manufacturer narrative:
Based on the information in the legal complaint, the root cause of the anastomotic leak cannot be determined. A site review found that multiple procedures were performed on the event date that match the procedural details. Because the legal complaint did not provide information regarding the time of the procedure it describes, it cannot be determined which of the procedures logged for the site is a direct match. Therefore, the unique numerical instrument identifiers for the davinci system, products or accessories cannot be determined resulting in the inability to review system or instrument logs. Section d10: according to the legal complaint, the endowrist 45 stapler instrument (part number: 470298) and endowrist 45 stapler blue reloads (part number: 48645b) were used to create the gastrojejunal anastomosis, which is where the legal complaint alleges that the leak was later found.

Event description:
As part of a legal complaint, it was alleged that, on (B)(6) 2018, 2 days after undergoing during a da vinci assisted roux-en-y on (B)(6) 2018, in which an endowrist stapler 45 instrument in combination with blue and white endowrist 45 reloads was used, the patient ¿developed acute kidney injury (with a creatine of 3.0), worsening abdominal pain, tachycardia and shortness of breath and returned to the operating room where [the patient] underwent a diagnostic laparoscopy, peritoneal lavage, repair of anastomotic leak, and robotic-assisted g-tube placement.¿ the legal complaint states that, ¿prior to closing, the gastrojejunal anastomosis was inspected revealing an air leak. The posterior aspect of the anastomosis was oversewn using 3-0 stratafix suture. No further leaks were detected. Omentum was then placed around the gastrojejunal anastomosis and tisseel was sprayed across the anastomosis." During the laparoscopic surgery on august 2, the patient was alleged ¿to have serosanguineous fluid in her abdomen. Upon further dissection, a leak coming from the gastrojejunal anastomosis was found. The leak was coming from the lateral aspect of the anastomosis. The perforation was repaired by oversewing with 2-0 stratafix sutures and an omental patch placement over the lateral aspect of the anastomosis. The peritoneal cavity was again irrigated and a robotic- assisted g-tube was performed. The gastrotomy was created in the distal portion of the gastric remnant. For a final time, the peritoneal cavity was irrigated using an antibiotic saline solution. Drains were then placed in the left upper quadrant and the pelvis. [The patient] remained intubated and was transferred to ICU for monitoring. Eight days after [the patient¿s] original surgery, the patient was discharged home with home health care.¿ it was further alleged that ¿[the patient] suffered a prolonged hospitalization course, intubation, drain tubes, and a g-tube." The patient also suffers from "scarring, frequent diarrhea, and, as indicated by [the patient's] obgyn, a miscarriage in (B)(6) 2022, that could be related to her previous complications."